Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a tear in the right cylinder was found. The ipp was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a tear in the right cylinder was found. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had buckling folds in the middle of the cylinder. The first cylinder had two holes in the outer tube from kink resistant tubing wear in the proximal end of the cylinder. The first cylinder had broken fabric threads from wear in the proximal end of the cylinder. The first cylinder did not pass the leakage testing due to a bulge in the proximal end of the cylinder when inflated with syringe. The second cylinder was microscopically inspected and had wear at fold in the proximal end, middle, and distal end of the cylinder. The second cylinder passed the leakage testing. The pump passed the leak, visual and microscope inspections. The spherical reservoir was microscopically inspected and had wear at a fold in reservoir shell. The spherical reservoir passed leakage test. This investigation was assigned to the conclusion code of cause traced to component failure.